Manufacturer narrative:
Concomitant medical products: bmt splined knee stm 14x80, catalog#: 141614 lot#: 081050, vg 360 dst fm ag 60x10 ll/rm catalog#: 185402 lot#: 371150, vg 360 dst fm ag 60x5 rl/lm catalog#: 185302 lot #: 304320, bmt 360 tib tray 71mm catalog #: 185203 lot#: 502160, biomet smooth knee stems 12x40 catalog#: 145002 lot#: 947140, bmt 360 tib sm cruciate wing catalog#: 185650 lot#: 012820, bmt 360 2.5mm offset adapter catalog#: 185210 lot#: 827010. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was further reported the patient underwent a procedure approximately six years post-implantation. During the procedure, a partial osteotomy of the lateral border of the patella was performed. No implants were removed.

Manufacturer narrative:
(B)(4). Date of birth: patient's year of birth is (B)(6). Medical product: vanguard ssk tibial bearing, catalog#: 183886 lot#: 552610. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00767, 0001825034-2018-00768. Remains implanted.

Event description:
It was reported that the patient had suffered from a patellofemoral subluxation and loosening. Attempts have been made and no further information has been provided.